Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump alarmed low battery, failed battery test, motor error alarm several times, and a pump back light issue. The customer¿s blood glucose level was unknown at the time of the incident. Troubleshooting was completed but did not resolve all the issues. The customer was using recalled sets. The insulin pump will not be returned for analysis.